Event description:
It was reported the the devices were implanted in 2006. The pt experienced hardware failure which resulted in a complete revision of the operative knee the following year.

Manufacturer narrative:
Other devices used: catalog #00598004701, nexgen complete knee solution stemmed tibial component, lot# unk. Catalog #00596404012, nexgen complete knee solution legacy knee posterior stabilized lps flex articular surface, lot# unk. Catalog #00597206532, nexgen all poly patella, lot # 60420251. Eval summary: no product returned for eval. Also, x-rays are not available for review. Except for the patella, the lot number of the other devices is not known. Product experience report mentions hardware failure but does not have exact detail of the device failure mode. The cause of the problem could not be determined due to insufficient info. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed. The device history record was reviewed for the patella and shows that the device was mfg to specs.